Event description:
A us distributor contacted zoll to report that the monitor fell on a patient's toe and broke it. There was no alleged device malfunction associated with dropping the monitor. Follow-up indicated that the patient's toe healed without medical intervention.